Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- bilateral patient. Litigation alleges that patient's pinnacle systems detached, disconnected, created metallic debris, and/or loosened from patient's acetabulum. As a result, patient has experienced debilitating pain, decreased mobility, and emotional distress. Doi: (B)(6) 2007 (left hip); doi: (B)(6) 2008 (right hip); dor: none reported. (B)(6). Update: 4/11/2013 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Update 12/12/2014 - complaint was re-reviewed for part/lot information. The part and lot are being updated for product -6. Update 04/11/2013 - patient's medical records were re-reviewed. Medical records indicate the patient had two acetabular screws implanted at the time of revision. Two screws are being added to the complaint and the part and lot information is being updated for the patient's acetabular cup on the right side. The complaint was updated on: 02/19/2015.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
UDI: (B)(4).